Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 7 weeks after device system implant. The death certificate notes the cause of death to be sudden cardiac arrest, coronary artery disease, atherosclerotic heart disease, and diabetes mellitus with contributing factors of hypertension and chronic renal failure. Additional information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed. (B)(4): no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient died approximately 7 weeks after device system implant. The death certificate notes the cause of death to be sudden cardiac arrest, coronary artery disease, atherosclerotic heart disease, and diabetes mellitus with contributing factors of hypertension and chronic renal failure. Follow up determined patient admitted to hospital six days prior to death with severe chest pain while undergoing dialysis. Myocardial infarction ruled out. Patient in paced rhythm. Chest xray noted persistant right pleural effusion. The day prior the death, severe chest pain with acute respiratory failure requiring intubation. Patient subsequently deteriorated and code blue called, but resusitation was unsuccessful. No allegation of any device/lead issues.